Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving morphine drug baclofen, clonidine , and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that last night, she went to do a bolus from the controller and after it interrogated the pump an error message came up saying the pump had stalled and it was error code 100 (motor stalls). The patient shut the handset down, brought it back up, did it again and the error message popped up again. This morning, they checked it, and the message did not pop up and they thought it was running good again. The patient stated that they were feeling like they were being overdosed. The patient mentioned that they had magnetic resonance imaging (MRI) on friday evening and the pump was running on saturday. The patient also mentioned they heard the pump make a few beeps last night. The patient stated that she had been hurting so bad. She was unsure whether the beeping was coming from the pump or from something outside. She had been trying to call the healthcare provider but has not heard back from them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient service reviewed to call back if needed. Additional information was provided from a healthcare provider (hcp) stated that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 and did not have the pump status checked until on (B)(6) 2025. The motor stall recovery occurred on (B)(6) 2025 the patient used her personal therapy manager (ptm). The patient took a patient activated (pa) bolus and felt like she was getting too much medication. The patient then decided to call the hcp and come into the clinic today. Discussed MRI labeling and telemetry state condition. Discussed checking the pump for volume discrepancy due to over-infusion concern. Discussed if the patient had taken any systemic medication. She did have oral meds prescribed.